Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alerted lost sensor. The customer's blood glucose was 110 mg/dl. The customer stated that the insulin pump was communicating with the transmitter. The customer stated that they did not have pain or discomfort, there was no blood at the site .the customer inserted at a 90 degree angle, but it should have been 45 degree angle. It was discovered that the insulin pump had also alarmed no delivery and had alerted low reservoir. The customer declined troubleshooting. The customer stated that the sensor was communication with the insulin pump but there were no readings due to the sensor saying warm up. Test plug procedure was performed and it failed. Alert history was checked and there were lost sensor and sensor error alerts found. The customer stated that they inserted a new sensor the day prior to the phone call and they got a sensor error. Nothing further was reported.